Manufacturer narrative:
No malfunctions were observed for the high bg issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was not impacted due to the alarm 19. Reportedly the customer's bg level was 394mg/dl in the morning, due to the customer allowing the pump's cartridge to run out of insulin. The customer's bg level was address with injections. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.